Event description:
The hospital reported that during testing, the lens was cloudy on the bom 7mm extended length endoscope. The device was not used on a patient.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).